Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the hook of the permanent cautery hook instrument broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure. No additional surgical procedures were necessary to extract the fragment, and no post-operative imaging, such as x-rays or ultrasounds, were conducted to check for any remaining fragments. The procedure was completed robotically using a backup instrument, and there were no injuries to the patient. The patient has not returned to the hospital for any post-surgical complications. There are no photographic images or video recordings of the procedure available for isi review.

Manufacturer narrative:
The permanent cautery hook instrument was received and failure analysis found the instrument to have a broken monopolar yaw pulley at the hook. Broken piece(s) are missing as a result of breakage. The size of the missing piece is approximately 8.35mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley hook.